Event description:
It was reported that post op a laparoscopic colectomy procedure, 7-10 days post op the patient had a leak. A percutaneous drain was placed. There were no other reported patient consequences reported. The surgeon did not wish to discuss the event further.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. (B)(4).